Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during the completion of a ligamentoplasty of the anterior cruciate ligament of the right knee the flipcutter ruptured. Despite numerous attempts it was not possible to remove the shards and they remained in the patient's knee. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. However the surgery and the tourniquet time was extended by one hour and a half due to the reported event.

Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the actuator tip was damaged and had fractured. The fractured tip fragments were not returned as they were unable to be removed from the patient (image 1, image 2). The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the device.